Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Photographic analysis: picture received shows eleven staples on a green base, the staples were noted partially formed. This condition may be due to that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Based on the photo alone the event describe can be confirmed.

Event description:
It was reported that during the laparoscopic radical resection of rectal cancer, the orange indicator was in the green range, found could not squeeze down the firing trigger but with audible sound, the breakaway washer was cut off, but the staples malformed. Suture was used to sew the wound. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p57h44. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.